Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm clogged solution does not come out. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog from the patient who is a pro user. According to the patient's report, the drug solution does not come out well at the frequency of once every two weeks.